Manufacturer narrative:
(B)(4) - evaluation summary:post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 12mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the customer was unable to inflate the trocar. There were no visual or functional abnormalities noted during pmv testing. The balloon was inflated, and no leaks were detected. All other components were in proper working condition visual and functional testing of the returned sample confirmed the product met quality release specifications. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
It was reported that the user was unable to inflate the trocar. It was also reported that malfunction did not cause an adverse event or injury to the patient.